Event description:
During a clinical trial, it was reported the patient underwent an index cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large on (B)(6) 2024 and the patient suffered a hematoma in the groin requiring medication and prolonged hospitalization. On 19-jan-2024 patient experienced hematoma in the groin (ae#1) categorized as serious with serious deterioration in the health. Patient required medication and prolonged hospitalization (admission date (B)(6) 2024 and discharge date (B)(6) 2024), however, no other intervention. The relationship to the carto vizigo¿ 8.5f bi-directional guiding sheath - large study device was described as possible and relationship to index procedure as causal. The adverse event was expected/anticipated. The outcome is recovered/resolved (end date 02-feb-2024).

Manufacturer narrative:
Device investigation details: available information indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 00002457 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).